Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use states that the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+) in patients with degenerative mr. It is unlikely that this contributed to the reported device issue. All available information was investigated and the reported entanglement of the gripper line inside the gripper lever, was likely a result of user technique/procedural conditions. The reported difficulty removing the gripper line appears to be secondary to the entanglement. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the resistance during removal of the gripper line. It was reported that this was a mitraclip procedure to treat off label approval of functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve without issue. When attempting to establish gripper line removability (eglr), resistance was felt and it was observed that the lines were tangled inside the lever. The lines were untangled, and eglr was performed successfully. The gripper line was removed and the clip was deployed successfully. One clip was implanted, reducing the mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.